Manufacturer narrative:
The insulin pump was received with unexpected blank display after number count up due to faulty lcd board. Unable to perform testing due to blank display. No constant tone noted during our testing. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a blank display. It was also mentioned that the customer's insulin pump has a constant tone. Customer's blood glucose level at the time 272mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.